Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected an increased shock impedance measurement greater than 125 ohms. Additional information was sought from the local area sales representative and it was noted that the issue was reportedly chronic and normal follow up would continue. To date, no adverse patient effects were reported as a result of this clinical observation.